Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) obtained additional information from the customer. The customer reported that the instrument was inspected prior to use, and no abnormal observations were noted. During the procedure, none of the vessels were damaged. The surgeon was able to remove the forceps from the artery without injury, and there was no bleeding. No additional interventions were required, and no postoperative complications occurred. The procedure was delayed by less than 15 minutes. Section b1: product problem.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of an image provided by the customer is consistent with the complaint of a cable which was sticking out. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted left basal pyramid segmentectomy, the fenestrated bipolar forceps (fbf) instrument became caught on an artery. Upon inspection of the instrument tip, it was noted that a cable was protruding. According to the initial reporter, the incident posed a clinical risk of an arterial rupture. It was noted that an injury occurred. An unknown backup instrument was used and the procedure was completed robotically. The following information is unknown: what type of injury occurred, the cause of the injury, and what medical/surgical intervention (if any) was rendered due to any injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.